Event description:
Pt has a intermedics pacemaker with a vascor lead. On 03/02/2000 received a call from nursing home requesting a telephone check. Nurse reported that pt had been cyanotic with a pulse rate of 47. Pt was given oxygen. Hr then increased. Pacemaker was set at 70. A telephone check revealed app magnet function. Based on the pt's symptoms e.d. Presentation vs. Office presentation for full pacer assessment was advised. Pt was hospitalized. Guidant rep did pacer check on 03/02/2000. That evaluation showed intermittent loss of capture. The ventricular lead impedence was "236" (unipolar). Outputs were increased to 8.1 at 1v. The pt received a new ventricular lead.